Event description:
It was reported that the patient was experiencing pain and not getting relief anymore. No device malfunction was suspected. The patient underwent a revision procedure wherein the old ipg was replaced with an MRI compatible device. The patient was doing well postoperatively and the explanted ipg was not returned.